Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, due to a pacemaker pocket infection, the subject reply 200 dr was explanted from the left chest.